Event description:
Rn inserted PICC per procedure. Portable cxr done at bedside post insertion for PICC tip verification. Unable to visualize PICC in chest. Patient transformed to radiology for fluoroscopy viewing of PICC repositioning. PICC had entered cephalic vein in left arm then looped and knotted itself under skin surface. Radiologist unable to remove in fluoroscopy suite. Surgical removal necessary.